Manufacturer narrative:
Tracking# 50658.

Event description:
It was reported that the lcs16 was used during a laparascopic gastrectomy. It was reported by the affiliate that the jaw would not close properly. A new blade was used to complete the case. There was no consequence to the patient.